Manufacturer narrative:
The customer provided photographs of the damaged direct bilirubin reagent packaging. A definitive root cause has not been determined. (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that a direct bilirubin reagent cartridge was observed to be cracked causing the contents of the cartridge to leak out. The cracked cartridge and outer packaging were discovered in the customer's warehouse. There was no impact to patient data or patient treatment associated with this event. There was no report of injury or exposure to the customer associated with this event. Medical attention was not sought. The customer reported that an exposure control/risk management plan is in place for the facility. The customer reported that the material safety data sheet (msds) was reviewed.